Event description:
It was reported by the customer that a pyxis medstation es system was frozen on a blue screen and the field service engineer later noticed that the drawer was not detected. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was frozen and drawer was not detected. A field service engineer fixed the issue on blue screen and tested the drawers, all the rows were shown on the application. The system functioned as intended after the field service engineer troubleshot the device.